Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia on 09-feb-2026, with levels remaining elevated for more than 4 hours.the blood glucose level was 169 mg/dland the patient got treated by changing the set. No further information is available.